Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor, external interface board, collimator cable, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system would intermittently not boot up. No patient injury was reported.